Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that approximately one year after successful implantation of a trapease ivc filter in the inferior vena cava, the struts of the device were noted to be obviously fractured/separated. No filter migration was reported. It is not known if the patient was symptomatic. Another trapease ivc filter was implanted after the finding to successfully treat the patient. There was no information available regarding the initial filter placement, admitting diagnosis, if the patient had suffered any chest trauma, lesion information, or information regarding placement or location of the additional filter. No additional information is available. The device remains implanted, films are not available, and the lot number of the device is not known; therefore no further analysis or device history record review is possible. Filter migration and fracture are known potential adverse events associated with icv filter implantation and may be impacted by patient, vessel, and procedural factors. Although there is no sterile lot number information available inspections are in place to ensure that no damaged products leave the facility. Based on the lack of information pertaining to the implantation of the filter and without images or films, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken.

Event description:
The report received from the affiliate indicated that approximately one year after successful implantation of a trapease ivc filter in the inferior vena cava, the struts of the device were noted to be obviously fractured/separated. No filter migration was reported. It is not known if the patient was symptomatic. Another trapease ivc filter was implanted after the finding to successfully treat the patient. There was no information available regarding: the initial filter placement, admitting diagnosis, if the patient had suffered any chest trauma, lesion information, or information regarding placement or location of the additional filter. Films are not available. No additional information is available.